Manufacturer narrative:
(B)(4). (Revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery due to degeneration. Post-op, on an unknown date, patient had persistent fever, the incision was normal. The patient underwent debridement procedure, which revealed capstone peripheral inflammation, purulent fluid had been sent for cultivation. The physician suspected e.coli infection and if the aseptic packaging was normal or it was contaminated. Patient complications were reported after the initial surgery but his revision surgery was successful. Reportedly, there was no problem with the screw. It was reported that patient's fever was gone after the debridement procedure. Products remains inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.